Event description:
A caller reported a malfunction on a pump, which caused their blood glucose level to rise to 525 mg/dl. The customer managed the high blood glucose by taking a correction injection via a multiple daily injection (mdi) and did not need incapacitated assistance from any third party. Tandem technical support resolved the issue by deciding to replace the malfunctioning pump. The customer was informed about necessary steps including putting the pump into storage mode before returning, using a backup insulin pump, programming their settings into the replacement unit, and connecting their continuous glucose monitor to the replacement pump. The replacement was shipped without requiring a delivery signature, and instructions were provided for returning the defective pump.